Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that there was an error message: image disk is full displayed on the system. Review of the log files showed disk bay or dimms or psu related issues. Upon troubleshooting, fse diagnosed the system and identified that the hardware was found on the ip pc. It was functioning with limitations. Diagnostics are performed on the host pc. The computer was functioning properly. After examining the error log, it has been determined that the hardware failure of the ip pc was caused by hardware failure. The equipment was not functioning properly. To resolve the issue, fse replaced the fd power supply, and the equipment allows to have an image. The fse loaded the software on the ip pc and performed the configuration of the equipment. They performed deletion and archiving tests, which were ok. They also performed operation test. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a 'disk full' message appeared, and the allura system would not allow imaging. The system was in clinical use when this occurred. There was no report of harm.